Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube at esc button. No dent case noted. Drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 450 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was 293 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction. The customer reported that there was physical damage to the insulin pump; the keypad was dented and the device was cracked. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.